Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the reported complaint was confirmed. The handpiece failed the incoming test, high quiescent power, low amplitude, low reserve power and was overheating. To resolve the issues, the transducer, coil form and hosing assembly were all replaced. The handpiece was retested and all test were passed. Root cause - the issue was due to a transducer and coil form failure. This is the 1st time the coliform was replaced since the device was manufactured in 2005. No adverse trend was identified; risk remains accepatble.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece ((B)(4)) was overheating, had high quiescent power, low amplitude, and low reserve power. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.